Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The service engineer (se) inspected the device. The se found that the gas delivery system (gds) needs to be "replace". The customer declined any service/repair of the device. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator failed the air delivery and flow accuracy test. No patient involvement. The event date was not specified; estimate used.